Event description:
The customer reported that while using their cobe 2991 machine, most of processed red cells went to the waste bag, and there were just a few of red cells in the processing bag post procedure. They were performing deglycerolization of frozen red blood cells. The customer reported that they were using the sop according to our operator's manual. This issue happened one time and the remaining procedures were ok. The used fluids were the same as the previous procedures. The customer didn't test the product in the processing bag and the waste bag, but confirmed hemolysis occurred by visual inspection only. The customer discarded the processed product. There was not a transfusion recipient or pt involved at the time of the cell processing, therefore no pt information is reasonably known at the time of the event. It is unknown at this time if the disposable set is available for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction resulting in cell hemolysis occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow-up report will be provided.